Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 020264, was returned and analyzed. Visual inspection of the sheath showed it was intact with no apparent issues. Functional testing indicated the deflection worked as per specification. There was no kink or bent alongside the shaft. The sheath distal tip was intact. In conclusion, the sheath kink issue was not confirmed through testing or visual inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cryo ablation procedure, the sheath was difficult to manipulate, it was removed and a kink was observed. The case was completed with cryo. No patient complications have been reported as a result of this event.